Manufacturer narrative:
Continuation of d10: product ID 977c265 (serial: (B)(6); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had high impedances. Contact 8 was at 39000, and contact 11 was at 40000. The contacts were avoided. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type: lead, product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient's therapist called to inquire why one rep said the device is broken and then when patient met another rep, yesterday, the rep said stimulation just needed to be increased. Caller said stimulation wasn't in the appropriate location. Caller then went on so say that hcp and rep told patient to wait for 3 months. Technical services(ts) redirected caller to hcp and reviewed with caller that hcp determines the course of therapy and patient management. Ts also gave caller email to complaint handling to file a complaint, caller said she doesn't believe that ts would write a complaint about this matter. Patient's therapist emailed about the patient who had a neurostimulator implanted in (B)(6) 2026 for chronic back pain since 2020. He is experiencing currently in severe persistent pain due to a malfunction. When the device was turned on, the patient reported no pain relief. It was then realized that that the device was installed incorrectly. Once fixed, the patient was pain free. Therapist saw him 6 days after the fix on (B)(6) 2026 and he told them, "I feel like running around" after being pain free for 6 days and was feeling sogood. This is a man who had been severely depressed who told them that his mood was "great" for the first time since they began seeing him two years prior. Patient had daily pain for over 4 years! On (B)(6) 2025, his mood remained great, he was working on eating healthier, he went on a back ride, and was making progress on his dissertation. On (B)(6) 2025, mr. (B)(6) reported his pain returned during the thanksgiving holiday and that he was back to being unable to function and feeling depressed. He had an appointment with his primary care doctor so he could get a referral for a revision because it was determined by the representative that the device was not working properly and needed to be replaced. On (B)(6) 2026, patient saw the surgeon for a pre-op evaluation. According to his report, a new representative made the assessment that all that was needed was an increase in the signal. Patient communicated that where he was getting the signal is not where he is having pain. He was told to return in 3 months.

Event description:
Patient has an appt on (B)(6) 2025 to review imaging with hpc and discuss potential lead replacement.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, contacts 8 and 11 were reading as out of range. Patient said he was not getting any pain relief. Rep ran impedances check several times. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information was received from the patient stating their second rep determined that their lead had failed 6 months after implantation and they were looking at revision, and patient was just over a year from implantation and had 6 months of it just being off in their body. Agent documented information given during the call and again redirected to doctor/rep to discuss further questions.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Product ID 977c265 serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.